Event description:
In 2008, boston scientific corporation was informed that during deployment of the resolution clip device, the clip deployed in the sheath. The same event occurred with a second clip. The procedure was completed by using a third resolution clip device without any pt complications. Pt is "stable". Note: this is the second report of two devices used in the same procedure. Refer to MFR #'s 3005099803-2008-06515 for other related report.

Manufacturer narrative:
.